Manufacturer narrative:
Date sent to FDA: 7/18/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that on (B)(6) 2016 the patient was admitted to (B)(6) hospital for corrective surgery due to a defective mesh, causing a recurrent hernia, chronic lower abdominal pain, a burning sensation when urinating, and eventration of mesh. During the procedure, dr. (B)(6) noted that the original mesh had dissolved and was replaced with a new 10 x 15 cm mesh. Dr. (B)(6) also noticed increased scar tissue on the peritoneal flap. No additional information was provided.

Manufacturer narrative:
Additional information.